Event description:
The customer reported false high sodium (na) patient results and erratic quality control (qc) generated on their clinical chemistry analyzer dxc 800 ar packaged system, (pn a80377 sn (B)(6)). One erroneous patient result was released outside the customer's laboratory. Patient treatment was not affected. There was no report of change to treatment, injury, illness, or death associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) confirmed that the probable cause was degradation and/or intermittent failure within the ise reference delivery system which included carbon bridge and ratio pump stack assembly. Replacement of the carbon bridge and ratio pump stack assembly as part of routine troubleshooting corrected the reported issue. The customer was satisfied. No further action is required. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).